Event description:
It was reported that the patient died. According to the received information the shock impedance on this rv lead was less than 20 ohm.

Manufacturer narrative:
The ICD and the leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the leads were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The inspection confirmed that, during episode n.675 from (B)(6) 2022, a vt1 was detected, leading to the charging of a defibrillation shock. The charging cycle was aborted, as expected, due to the detection of an external short circuit, which might have otherwise damaged the ICD. The data further documented lead alerts on episodes n.50 and n.63 from (B)(6) 2021, respectively. The data showed no indication of an ICD malfunction. However, a damage of the rv lead cannot be excluded. In conclusion, the devices were not returned for analysis. The analysis of the returned data revealed no indication of an ICD malfunction. The shock abortion resulted presumably from a damage of the rv lead. For further insights, an analysis of the lead itself would be required. Based on the information available for analysis, no conclusion can be drawn regarding the reported patients death. The review of the quality documents confirmed a regular manufacturing of all implanted devices.